Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in an unspecified severely calcified vessel. After multiple inflations to the nominal pressure the 3.25x15mm nc quantum apex mr balloon ruptured. The procedure was completed with another device. No patient complications were reported and the patient status is good.

Event description:
It was further reported that the device was removed intact from the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).